Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader did not save the already obtained glucose scan readings. The customer reported this led to her experiencing seizure and loss of consciousness due to hypoglycemia. However, she was able to regain composure and self-treat with glucose. No third-party intervention was required. There was no report of death or permanent injury associated with this event.